Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that he maestro 3000 generator inadvertently delivered radiofrequency (rf) energy. During an ablation procedure for right atrial flutter, using a "non-nav xp catheter", the generator delivered 40 seconds of rf energy without a command to do so. The foot pedal, generator and remote were untouched; "the rf energy came on all by itself". It was not possible to reproduce the incident; however, it was observed that the foot pedal connection was loose in the back of the generator. The generator was at end-of-life. There were no patient complications and the procedure was completed with a maestro 4000 generator.